Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent migration occurred. A 20x55/10fr 75cm wallstent endoprosthesis was deployed to treat the lesion. However, it seems that the device was "not sized properly" as a result the stent moved following deployment. No further patient complications were reported and the patient's status was fine.